Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of small volume infusor ruptured. The bladder rupture occurred while filling the device at the hospital prior to patient use. There was no patient involvement. No additional information is available.